Event description:
Drug/diluent, fill volume, flow rate, procedure, cathplace: not applicable. Catheters are disintegrating. No patient contact. No adverse event.

Manufacturer narrative:
Method: the actual samples were returned for this complaint. Customer complaint was confirmed. Two out of seven catheters are brittle, broken and discolored. Results: evaluation of the returned units confirmed the customer complaint of catheters disintegrated. The returned catheters were found to be broken into small pieces. An ncr was created to document issue of catheter with burr inside, the lot was reworked and passed all manufacturing specifications prior to release, this ncr is not related with the failure mode of this complaint (brittle catheter). Conclusions: the brittleness may have been caused by exposing the catheter packages to light for an extended period. Also as of january 8, 2013 I-flow has informed it's customers via a customer notification letter of the storage conditions for on-q silversoaker catheter" which included a technical bulletin (B)(4). I-flow recommends the following practices for protecting the product from light sources: store on-q silversoaker catheters in an area away from all direct light sources. Storage within the shipping box (i.e., corrugated box) is best.